Event description:
It was reported that during a routine follow-up, charge time anomaly was observed. The capacitor maintenance was performed at regular scheduled intervals and showed normal charge time. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.